Event description:
During a laparoscopic cholecystectomy the surgical trocar was used. The white rubber gasket fell off the trocar and fell into the abdomen. The surgeon removed the white rubber gasket with a forceps. The dr retrieved the ring.